Event description:
Pt reported that, for the past 2 weeks, each time she attempts to test her blood glucose, the device generates a result of "888" (device's numeric reading range is 10 - 600 mg/dl). Additionally, pt noted that these results are being captured in the device's memory. According to pt, she did not treat herself based on these values. Technical support requested the return of the suspect device and replacement product was shipped.